Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred at the start of a routine hemodialysis treatment. Operator reported that they had inadvertently forgotten to open the blood line clamps prior to initiating the treatment. Patient was disconnected from the cartridge and blood recirculated through the saline bag to remove the air. Saline bag with blood was discarded resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not following the correct patient connection procedures as directed in the user's guide. The user's guide provides adequate instructions for performing alarm recovery and rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding treatment connections and rinseback. Nxstage medical considers this report closed. No additional information will be provided.